Event description:
The account alleged that no functions are working on the bed.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.